Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr case, post manta deployment, angio image left cfa, limited blood flow distal to manta radiopaque marker. Post balloon angio, strong blood flow, good outcome.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left common femoral artery. Micro puncture and ultrasound guidance were utilized to gain access. Vasculature was noted as 6.1mm, no calcification, slight tortuosity, and deployment depth measurement of 4cm + 1cm. A post deployment angiogram indicated limited flow distal to the manta marker; balloon inflation was applied, restoring blood flow. The root cause of the minimal flow was most likely caused by a dissection at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr case, post manta deployment, angio image left cfa, limited blood flow distal to manta radiopaque marker. Post balloon angio, strong blood flow, good outcome.